Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I free t4 for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial t4 result= 47.76 pmol/l; repeat result= 15.19 pmol/l, 13.11 pmol/l, 13.59 pmol/l. Repeat testing was performed on an unvalidated analyzer with results= 15.53 pmol/l, 14.99 pmol/l and 14.62 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of retained product and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 61263ud00 did identify an increased in complaint activity, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 61263ud00 and complaint issue. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 61263ud00 was identified.

Event description:
The customer observed discrepant alinity I free t4 for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial t4 result= 47.76 pmol/l; repeat result= 15.19 pmol/l, 13.11 pmol/l, 13.59 pmol/l. Repeat testing was performed on an unvalidated analyzer with results= 15.53 pmol/l, 14.99 pmol/l and 14.62 pmol/l there was no impact to patient management reported.